Event description:
It was reported that during preparation for the procedure, "the d 6f impulse fl4 was wiped down with gauze and a purple residue came off on the gauze." It was further reported that the device was disposed and only the gauze is being returned for analysis. There was no pt contact. Another of the same device was prepped and used without incident.